Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly as well as frozen display. The customer¿s blood glucose level was 110 mg/dl. Troubleshooting was performed and noticed that buttons did not respond. Troubleshooting was continuing for frozen display and noticed that the display did not return. The insulin pump will be returned for analysis.